Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)"), premature delivery ("premature delivery"), caesarean section ("cesarean section") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease, multigravida, multiparous ((B)(6) 1999, (B)(6) 2000, (B)(6) 2002, (B)(6) 2006) and miscarriage. In march 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced premature delivery (seriousness criterion medically significant) and underwent a caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower, back pain and pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations / weight gain/loss"), migraine ("migraines"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), menopausal symptoms ("menopause symptoms"), headache ("headaches"), nausea ("nausea"), depression ("depression"), rash ("rashes") and neoplasm ("tumor"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics, surgery (surgical removal of coils and underwent a hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed in 2011. On (B)(6) 2011, the caesarean section and pregnancy with contraceptive device had resolved. At the time of the report, the perforation, pelvic inflammatory disease, device dislocation, genital haemorrhage, dyspareunia, vaginal infection, fatigue, anxiety, weight fluctuation, migraine, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, alopecia, hormone level abnormal, menopausal symptoms, headache, nausea, depression, rash and neoplasm was resolving and the premature delivery outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal distension, alopecia, anxiety, caesarean section, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, nausea, neoplasm, pelvic inflammatory disease, perforation, pregnancy with contraceptive device, premature delivery, procedural pain, rash, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: sep2006 - surgical removal of coils was reported (discrepant information). First pregnancy with essure (case number (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event per pfs: perforation (other), migration of essure device, pregnancy (with complications), preterm birth, cesarean section, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), bloating, hair loss, hormonal changes, menopause symptoms after hysterectomy, migraines, headaches, nausea, pain, depression and anxiety, rashes, tumor. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration of essure device"), pelvic inflammatory disease ("pelvic inflammatory disease"), pregnancy with contraceptive device ("pregnancy (with complications)"), premature delivery ("premature delivery"), caesarean section ("cesarean section") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic inflammatory disease, multigravida, multiparous ((B)(6) 1999, (B)(6) 2000, (B)(6) 2002, (B)(6) 2006), miscarriage and pregnancy with contraceptive device. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced premature delivery (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower, back pain and pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations / weight gain/loss"), migraine ("migraines"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), alopecia ("hair loss"), menopausal symptoms ("menopause symptoms"), headache ("headaches"), nausea ("nausea"), depression ("depression") and rash ("rashes"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumor"). The patient was treated with antibiotics and surgery (surgical removal of coils and underwent a hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed in 2011. On (B)(6) 2011, the pregnancy with contraceptive device and caesarean section had resolved. At the time of the report, the uterine perforation, pelvic inflammatory disease, genital haemorrhage, dyspareunia, vaginal infection, fatigue, anxiety, weight fluctuation, migraine, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, alopecia, hormone level abnormal, menopausal symptoms, headache, nausea, depression, rash and neoplasm was resolving and the premature delivery outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal distension, alopecia, anxiety, caesarean section, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, nausea, neoplasm, pelvic inflammatory disease, pregnancy with contraceptive device, premature delivery, procedural pain, rash, uterine perforation, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: (B)(6) 2006 - surgical removal of coils was reported (discrepant information). First pregnancy with essure (case number #(B)(4) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 12-apr-2019: quality-safety evaluation of ptc. After internal review, events perforation and device migration were clubbed and coded to uterine perforation. Pregnancy with contraceptive device was upgraded to incident due to complication "pregnancy delivery" reported. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), back pain ("back pain"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed in 2011. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, back pain, vaginal infection, fatigue, anxiety, weight fluctuation, migraine and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic inflammatory disease, procedural pain, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.